Event description:
It was reported that suction part of the wand was not working properly. The smoke also did not get sucked by the wand. Delay greater than 30 minutes was reported. Procedure was completed with a competitor device. No patient injuries were reported.

Manufacturer narrative:
The returned device declared as an MDR, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive wear on the electrode with a detached tail with discoloration at distal end. The shaft is bent and pressed. The insulation on the shaft is scratched and pressed but not compromised. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned wand was activated in saline solution using a known good coblator ii controller. The eic device was activated in saline solution on ablate- and coag mode and creates very limited plasma on the electrodes. The suction- and saline line were tested. The saline line was tested on a saline bag and performed fluently as intended. The suction line was clogged by tissue at distal end. No solution comes out or can be sucked in and the blockage can not be cleaned by a back flush. The complaint was verified and the root cause could not be determined with confidential. The issue was probably caused by not adhering the recommended suction pressure for standard surgical suction. Clogging of the device suction is typically caused by large, ablated tissue remnants. There were no indications to suggest the device did not meet product specifications upon release into distribution.